Manufacturer narrative:
Based on discussion with FDA on (B)(4), all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
Pentax of (B)(4) initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 23/jul/2019 and inspection of the unit was performed on 24/jul/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection primary operation channel resistance, failed wet leak test, failed dry leak test, customer complaint confirmed, scope case lock damaged, bending rubber pinhole. The scope's repairs will included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user upon completion. Parts replaced: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, o-rings and seals, gi-90/i10/k10 series cardboard scope cas, o-ring(0.5x1.3), distal case/cap, deflector body link.